Event description:
Customer reported that he dropped the insulin pump and landed on the floor. Customer stated that the insulin pump alarmed motor error, squirting the insulin out during the manual prime process and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unit had cracked display window corners, reservoir tube lip and window.